Event description:
It was reported that the patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) paddle leads were replaced due to an unknown reason. There were no reported complications postoperatively. Additional information was received that the reason for a system replacement was due to patients interest in new technology. No device malfunction was suspected. The explanted devices were not returned as they were kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8120500, model: sc-8120-50, serial: (B)(6).

Event description:
It was reported that the patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) paddle leads were replaced due to an unknown reason. There were no reported complications postoperatively.